Manufacturer narrative:
The customer reported that the alarms are not working on this central nurse's station (cns). According to the customer, they're unable to hear any of the bedsides alarms that the cns is monitoring. Technical support (ts) asked the customer to check if the cable was connected to correct port. The customer stated that the cable was connected in the blue slot so ts asked the customer to change it to the green slot. Once this was done, the alarms started to sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that the alarms are not working on this central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported that the alarms are not working on this central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the alarms are not working on this central nurse's station (cns). According to the customer, they're unable to hear any of the bedsides alarms that the cns is monitoring. Technical support (ts) asked the customer to check if the cable was connected to correct port. The customer stated that the cable was connected in the blue slot so ts asked the customer to change it to the green slot. Once this was done, the alarms started to sound. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that the audio cable was plugged into the incorrect port of the cns. After the audio cable was plugged in the correct port, the issue was resolved. The root cause of the issue is improper device set-up. The administrator's manual for cns-6801a provides a diagram of the proper cable connections for the device. If the administrator's manual was followed, and the audio cable was plugged in the correct port, the issue would have not occurred. No corrective actions will be performed at this time. Manufacturer references # (B)(4) follow up 001.